Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy never worked due to the wires that were used were short and did not hook up to the battery, the nurse practitioner advised to turn the therapy off about mid february and so they did. Patient was scheduled for a second surgery on friday but it had been postponed due to an active uti. Patient had not heard from the doctors office about when this was going to be rescheduled. Patient was redirected to healthcare provider (hcp) to further address the issue. Additional information was received from a patient. They reported that they were having bladder surgery scheduled for friday, which was postponed due to a uti. They had been dealing with bladder issues for over 10 years and were frustrated with frequent incontinence. The patient also mentioned recurrent utis and the most recent started about 2 weeks ago, for which they receive antibiotics at the ER, but their primary doctor advises against them due to worsening symptoms. The patient noted that their bladder stimulator hadn't worked since the surgery, and the therapy was turned off on mid february. The patient was advised to contact their healthcare provider for further assistance. Patient mentioned that they don´t want to see their doctor again, agent provided a list of doctors over the phone. Patient reported active uti symptoms and urinary frequency.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 978b128; lot#: va32chf; implanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.